Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue with infusion volumetric during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "an issue with infusion volumetric" was not reproduced. The device was sent for flow accuracy testing, and the device passed with the following results: rate = 40 ml/hr, volume to be infused = 40 ml, delivered = 41.076 ml, error % = 2.69%. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion of epinephrine in the adult ICU department that was programmed at a rate of 1.9 ml/hr and a volume to be infused of 200 ml. The infusion was started and then stopped by the user. The pump was then put in "standby mode" by the user. The infusion was then restarted by the user. The pump prompted the user to confirm flow in the drip chamber, and the user confirmed. After 2 hours, the user stopped the infusion again. The amount of volume to be infused given was 4.8 ml. The user then activated "standby mode." The next day, the pump was turned off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.